Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. Received one device. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The complaint was confirmed during the visual inspection. The pump was calibrated and updated. The performance verification test was performed visual inspection passed. All. Tests passed within specifications. Probable cause: bubbled dso seal.

Event description:
It was reported that the pump exhibited error code 44510, a bubbled/delaminated downstream occlusion seal, cracked compartment, and missing pogo pin insulators. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.